Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by the customer's parent that the customer experienced low blood glucose on (B)(6) 2020 with blood glucose of 45 mg/dl at the time of the incident. The customer used food to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller alleged pump over delivery. The caller stated they had trouble locking the reservoir into the pump. Troubleshooting was completed but did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.0869 inches. No unexpected insulin flow blocked alarm/no over delivery anomaly noted during testing. (B)(4).